Event description:
It was reported that during follow-up in clinic, the patient presented with failure to capture and low sensing due to suspected lead dislodgement on their right atrial lead. It was later confirmed via left heart catheterization that the lead was dislodged. Programming changes were made to address the issue. The patient was in stable.

Event description:
New information received notes that the lead was successfully repositioned on 16 mar 2022. The patient was stable after procedure.